Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735842, serial/lot #: -, ubd: , UDI#: ; product ID: 9735788, serial/lot #: -, ubd: , UDI#: h3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The im aging system then passed the system checkout and was found to be fully functional. Codes b01, c07, c02, d02 are applicable. H3,h6: a hardware analysis was initiated for 9735842 to determine the probable cause of the reported behavior. Analysis found that the complaint was not verified and there were no failures found. The returned cable had no apparent physical damage and passed a continuity test with no opens or shorts detected. Codes b01,c19,d14 are applicable. H3,h6: a hardware analysis was initiated for 9735788 to determine the probable cause of the reported behavior. Analysis found that the complaint was not verified and there were no failures found. The uninterruptible power supply (ups) was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before ups shut down as programmed. Codes b01,c19,d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the camera monitor went black. It appeared that the monitor was losing power, but it came right back again. The navigation was not lost when the monitor went blank. It was noted that the issue happened at random, but the representative (rep) witnessed it occur once. The monitor was replaced, but the issue had not been resolved. There was no impact on patient outcome and the issue caused no delay. For troubleshooting, technical services (ts) had the rep remove the back cover and trace the power cable from the monitor to the uninterruptible power supply (ups). The issue was unable to be reproduced, the rep then moved the monitor laterally and was still unable to reproduce the issue. Additional information was received, it was reported that the procedure was completed successfully despite the issue.

Manufacturer narrative:
H2) updates made to b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated the issue had recurred. The rep who performed system servicing reported that they installed a uninterruptible power supply (ups) as well as the cable connecting the ups to the camera cart monitor. Technical services (ts) had the rep switch the power connections between v5 and v4 on the camera cart ups to resolve the issue.